Manufacturer narrative:
Voluntary medwatch MDR report #: mw5120150.

Event description:
Voluntary medwatch form received notes that patient presented with oversensing noise on the atrial lead resulting in inappropriate mode switch. Insulation damage is suspected. No adverse patient effects were reported.